Event description:
A physician reported that a pt who had a heroption uterine cryoblation procedure in 2008 presented the next day with pain, fever and signs of infection. At 3 day post-op, she had a hysterectomy. The pt is now fully recovered. Additional info from pt's file from the doctors office indicates that the cryoblation was performed under ultrasound with right side having a 7 minute cryotherapy cycle and the left having a 6 minute cycle. At 3 day post op, diagnosis of endomyometritis, unresponsive to antibiotics. CT scan shows no signs of performation and minimal inflammation. A tah/bso for acute endometritis following cryoblation was performed. Pt is now doing well.